Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b, d) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak without the test probe inserted through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b, d additional information: batch # h90g3m expiration date: 02/2016 manufacturing date: 03/2011 (B)(4). The analysis results found that the device (c, e) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c, e additional information: batch # h90g3m expiration date: 02/2016 manufacturing date: 03/2011 (B)(4). The analysis results found that the device (f) was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device f additional information: batch # h90g3m expiration date: 02/2016 manufacturing date: 03/2011 (B)(4) leak test failure. The analysis results found that the device (g) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device g additional information: batch # h9005a expiration date: 12/2015 manufacturing date: 01/2010 (B)(4).

Event description:
It was reported that during a ladg, air leaked a lot. A forceps kept being inserted to the device and the device was used as-is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? If so, what device? ---no. Was any torque being applied to the trocar or device? ---no information.